Event description:
It was reported, in 2007, the patient experienced pain over the battery site and tingling in his fingertips from the "lower leads." The patient was requesting the leads be removed. Additional information received reported pain over the stimulator implant site when it was turned on (new pain), and shocking. The following month, the patient presented to the clinic for chronic low back pain. In the same month, the patient underwent removal of the stimulator from the back and lower pelvic region. In follow up visits with the hcp the patient reported his back felt better after the stimulator was out. Patient outcome was reported as: non-serious injury, recovered without sequela.